Event description:
It was reported that during an unknown procedure, the staples were malformed after the firing. The surgeon changed another one to complete the procedure. No adverse event on the patient. As the patient had hepatitis, sample had been discarded.

Manufacturer narrative:
(B)(4). The device was not returned. Additional information provided: where in the staple line were the malformed staples? The rectum nearby sigmoid flexure. Was the tissue even in the device prior to firing? Yes. How were the malformed staples noticed? By vision. What occurred after the device was removed? Bleeding after the firing. If there was bleeding at the staple line how much bleeding and did the patient receive any blood products? The bleeding is not much. The patient didn't receive any blood products.